Manufacturer narrative:
Corrected manufacture date. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 4: reference MFR. Report: 1627487-2015-26317, 1627487-2015-26318 and 1627487-2015-26319.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 4: reference MFR. Report: 1627487-2015-26317, 1627487-2015-26318 and 1627487-2015-26319 it was reported the patient was no longer receiving effective stimulation. The patient underwent surgical intervention to explant his entire two systems which resolved the issue. One system was thoracic: reference MFR. Report:1627487-2015-03302 and 1627487-2015-03303) and the other system consisted of a cervical and occipital pns system.